Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081994.

Event description:
It was reported that the patients ipg has never worked as intended. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were disposed by the facility and therefore will not be returned.